Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The placement procedure was performed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the patient presented with abdominal pain and a gastric ulcer. The physician performed a diagnostic gastroscopy. On (B)(6) 2010, the physician removed the j-tube from the patient. The patient received no medication for treatment of the gastric ulcer. After the patient's gastric ulcer recovered, the physician placed a new 80cm two port through the peg jejunal feeding tube (j-tube) on (B)(6) 2010. The patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).